Event description:
This is a report of a patient who died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient died while in the emergency room for an unrelated condition. It was unknown if an autopsy was performed. Therapy was ongoing prior to the time of death; however, the patient was not connected to the homechoice or performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. External and internal visual inspections were performed with no issues found. Analysis of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.